Event description:
The patient received transmyocardial revascularization (tmr) treatment. During the procedure the fiber was inspected and debris was observed on the fiber. The procedure was continued. Thirty-two (32) channels were created; during creation of the last channel the tip of the fiberoptic broke off and lodged in the myocardium. The physicians discovered the breakage by observation of the fiber but were unable to locate the fragment within the myocardium. It was determined that the best course was to close the chest and leave the fiber fragment within myocardium. At the end of the surgery day the pt was sitting up and about to be transferred out of ICU.